Manufacturer narrative:
Additional information, including initial reporter occupation, is not available from the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The of the damaged cable connector may be attributed to the user¿s handling. The instructions for use includes the following statements that can prevent the indicated phenomenon: precautions: ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that there is no image displaying on screen. This is attributed to the damaged cable connector, which needs replacing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device displayed no image on the screen. There is no reported harm to any patient.